Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level (bg) of 1,248 mg/dl with moderate ketones, vomiting, strain to throat, and ¿kidney damage¿. Customer attempted to address the elevated bg via manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, iron, potassium, magnesium, nausea medication and an unknown medication for appetite recovery. Treatment resolved the issue and there was no permanent damage. Customer was release on (B)(6) 2023 with the issue resolved.